Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. After numerous attempts to obtain information on the repair of this device we are unable to obtain repair or resolution.

Event description:
It was reported that the ventilator fails during extended self test (est) the pressure relief. No patient involvement.